Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. Training is in place.

Event description:
Info was received which reported the pt was implanted on (B)(6) 2009, with a lumbar spinal cord stimulator tripole configuration. The stimulator was removed on (B)(6) 2009. On (B)(6) 2009, the pt had surgical removal from the deep muscle area of the back and paraspinal area of a lead catheter. The final specimen report indicated the foreign body as tubular plastic and silver material. The pt is reported as having suffered severe consequential injury as a result of the complications arising from the implantation, placement and removal of the device. If additional info becomes available, a follow up report will be sent.